Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent urological surgery on an unknown date and a suture was used. During surgery it was found that the size of the needle was different when opening the package. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty opened foil, a paper lid, a winding former with a partially dispensed needle/suture combination, a labeled winding former with a suture piece, two suture pieces, a needle and unopened samples of product were returned for analysis. During the visual inspection of the opened sample #1, the swage and attachment area were as expected. However, it was noted that the needle was bigger than the correct size for the product code, needle type rb-1, for this reason a characterization was performed. The characterization of the sample was conducted and the following was observed: the sample was measured in needle diameter, point type, needle type, needle radius/curvature and angle did not belong to product code. Also, the suture could not be measured in diameter suture and length, since it had begun with the process of disintegration. In the inspection visual of the sample # 2, the sample was totally dispensed and the sample was measured in needle diameter, point type, needle type, needle radius/curvature and angle belong to product code. No incorrect component was observed ten unopened samples were examined and no defects were found on the packages. The samples were opened and the needles belong to product code. No incorrect component was observed the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the opened sample # 1, the assignable cause of the assembly - incorrect component is a mixed needle. Per the condition of the sample # 2 and ten representative samples, assembly - incorrect component were not found.